Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A device evaluation was performed and the reported the problem of 'blank screen' was identified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be from a dirty ui to fp flex connection. The ui to fp flex connection was cleaned to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a novum iq large volume pump had a blank screen. This issue was further described as, ¿blank screen, doesn't come on¿. This occurred upon device power up in the biomed service department. There was no patient involvement. No additional information is available.